Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was an elevation in the sensing integrity count and right ventricular (rv) lead threshold. No alerts were triggered. It was further reported the patient had an "infected system" and the wound was "open." The device system was removed and replaced at a later date. No further patient complications were reported as a result of this event.